Event description:
Per the clinic, the patient experienced skin breakdownan and an infection around the abutment site.the patient was treated.with oral antibiotics however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device (specific date not reported).